Manufacturer narrative:
Updated fields: b4, d10,g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. During an fsca procedure visit the device gave an error in the pim test section of all manifold tests. A detailed diagnosis was required for the device fault. The device in its current state is not suitable for clinical use. No user or patient was harmed by the device fault. Appropriate term/code not available (loose connection) it was determined that the device pim module is faulty. When the device was tested with a working pim module it was determined that it successfully completed the functional tests. The device pim module needs to be replaced.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a visit for the fsca procedure for cardiosave hybrid w/ e/f plug intra-aortic balloon pump (iabp), all manifold test failed. There was no patient involved.